Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
It was reported that the charger was very hot and caused minor damage to the floor and skin irritation.